Event description:
A us distributor returned a monitor and reported being unable to complete incoming functional testing and an electrode belt displayed adjust belt messages.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (failed incoming functional testing) has been confirmed. As received, the monitor was unable to power on. Multiple components on the computer/analog pca were damaged. The cause for the damage was isolated to a shorted power supply on the computer/analog pca, resulting in high-voltage damaging low-voltage circuitry. The root cause for the shorted power supply could not be positively identified. No adverse event resulted from the damaged monitor. Device evaluation of electrode belt has been completed. The reported problem (adjust belt messages) was confirmed. Upon investigation, the cable connecting ecgs c and d was pulled from the strain relief, damaging cable connector j704 on the distribution node pca. The root cause for the strained cable was excessive force. No adverse event resulted from the damaged belt.